Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/11/2013 with the following findings: investigation revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal. Unrelated to the display issue, the keypad was found to be torn over the ok keypad button. There was evidence of contamination found under all button contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. This report is made based on results of investigation completed on (B)(6) 2013.